Manufacturer narrative:
Patient date of birth and age unavailable. Patient weight unavailable. Device model, lot, expiration date and UDI unavailable. Manufacture date unavailable.

Event description:
During an planned lead extraction using an lld and an 11f tightrail device, the physician noticed extremely heavy calcification. While attempting extraction, he noticed that the cutting system of the tr did not work anymore. Due to the heavy calcification, he stopped the lead extraction procedure and scheduled a thoracotomy two days later, where the leads were successfully extracted. Lld's were left inside the ra and rv lead. Patient survived procedure. This report represents the rv lead that was cut and capped.